Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump reboot events were observed in the black box on 07/22/2014 and (B)(6) 2015. There was a battery compartment crack observed below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The pump was exercised for 24 hours with no power issues duplicated. There was evidence of additional moisture corrosion on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.